Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Power graph analysis confirmed low battery alarms at the long trace history file and an abnormal loaded voltage (loaded v lith) at the power graph due to connector resistance at j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6 /pcb 1, pump was monitored and functioned properly. No unexpected replace battery now alarms, or low battery alarms during testing. Pump was received with scratched case, cracked keypad overlay, scratched keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery now alarm and alarm occurred less than 10 hour from low battery. The customer¿s blood glucose level was 233 mg/dl the insulin pump will be returned for analysis.